Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer noted that the grip of the prograsp forceps instrument was deformed, and a few small fragments broke off and fell inside the patient¿s abdominal cavity. Additionally, the prograsp forceps instrument was removed together with the cannula. The fragments were retrieved laparoscopically during the same procedure. An x-ray was performed, and the customer confirmed that all fragments were retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon observed that the instrument was deformed and malfunctioned while swapping instruments. The instrument's jaw was detached from the shaft but still connected with the cable. The fragments possibly came from the instrument's shaft as the color was flat black. It was confirmed that the procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not receive the prograsp forceps instrument for evaluation per the customer response in follow-up questions. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. An intuitive surgical, inc. (Isi) failure analysis engineer (fae) reviewed the submitted images and video. The following additional information was provided: the proximal clevis was broken and dislodged from the main tube.